Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The probable root cause is due to a software issue. There are no logs available for further investigation. Reference# (B)(4).

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference #(B)(4).

Event description:
Sc2000 displayed a software error during a patient exam which prevented the completion of the exam (stress echo test). This resulted with permanent exam data loss from the system. Images and exam were recorded on a vcr tape read by staff to complete the exam. The remaining images of the exam were transferred from the sc2000 to hospital archive server